Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 cautery insert broke upon manipulation. They do not recall doing anything out of the norm. A replacement device was used to complete the procedure.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 cautery insert broke upon manipulation. They do not recall doing anything out of the norm. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation on 10/17/2022. An investigation was conducted on 10/25/2022. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed on the cannula, btt, c-ring, and two returned harvesting devices. One harvesting device was returned inside the cannula. No visual defects were observed on the c-ring, btt, or harvesting device inside the cannula. The clear silicone insulation of the jaws as well as the heater wire were observed to be intact with no visual defects on either of the returned harvesting devices. The black shaft of the second harvesting device was observed to be bent, exposing the inner wires of the shaft. A mechanical evaluation was conducted. The toggle of the harvesting device was unable to be manipulated to open and close the jaws due to the bent state of the shaft. Based on the returned condition of the device as well as the investigation results, the reported failure "break", as well as the analyzed failure "mechanical problem", was confirmed. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device serial/lot conforms to all applicable product specifications. The lot # 3000269236 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.